Manufacturer narrative:
During preventive maintenance, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 16 (timeout moving to take-up position) error message. The drive train motor was replaced to remedy the fault. Visual inspection was performed and found no physical damage to the autopulse platform. As part of routine service during testing, the platform was examined and found an encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The sticky clutch plate was deburred to address the encoder drive shaft issue. The autopulse platform is a reusable device and was manufactured in september 2013, beyond the expected service life of 5 years. Therefore, this type of encoder drive shaft issue found during the inspection is characteristic of normal wear and tear for the life of the device. Load characterization check was performed and verified that the load cells are within specification. Following the service and repair, the platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to the (B)(6) patient for 15 minutes and passed all functional testing criteria and met all required specifications.

Event description:
The autopulse platform (sn (B)(4)) was returned for preventive maintenance. As part of routine service, the device was tested and during initial power up, displayed user advisory (ua) 16 (timeout moving to take-up position) error message on the user control panel.